Event description:
In 2009, the surgeon was using a t-handle driver to affix the closure tops in the construct when a sheared off closure top fell out of the driver, and into the surgical wound. The sheared off closure top was retrieved from the wound without harm to the patient. The surgical delay was less than five minutes.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.